Event description:
During troubleshooting of a check supply line alarm the home patient (hp) stated that the lumen appeared to be occluded, but also that they have switched cassette and bags at separate times as in not using the aseptic procedure. The tsr explained that they would need to restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the check supply line alarm. The hp reported that the issue was resolved, by starting over with new supplies. Per hp, the supply bag was occluded. The hp stated that he had cut the port/ lumen area off the bag and will hold for evaluation. The baxter technical service representative discussed aseptic technique and changing out all supplies when their is defect in one of them. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he did not know the lot numbers. The hp was using a green 6l - jd edwards search - product code l5b9771. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - reuse of single-use product issue. The complaint was confirmed and the root cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.